Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was noted that the charge time of 23.0 seconds triggered end of life (eol). The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection found no anomalies. Review of device memory confirmed that the device had reached elective replacement indicator (eri) status due to long charge times. The case was opened and the device was attached to an external coil, the charging frequency was measured and determined at half of the normal frequency. This indicates that the diode component connection is open. This incomplete electrical pathway within the devices shock charging circuitry resulted in the lengthened charge times that triggered eri. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient if required, albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges, and was confirmed as the root cause for the device triggering end of life.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was noted that the charge time of 23.0 seconds triggered end of life (eol). The device was returned for analysis. No adverse patient effects were reported.